Event description:
It was reported that the customer felt insulin being delivered into his body, so he went to the school nurse's office. According to the history files, the last bolus was delivered two hours prior to the customer feeling the insulin delivery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.